Manufacturer narrative:
Note: 4581 - appropriate term / code not available - "pericarditis".

Event description:
New information received notes the patient was doing well after programming changes and the most recent transmissions received for the patient were normal.

Event description:
It was reported that the patient inquired about electromagnetic interference (emi) with regards to metal security detectors. During the inquiry the patient made reference to having experienced some pacemaker mediated tachycardia (pmt) /abnormal rhythms and syncope soon after implantation before pacemaker programming settings were adjusted and pericarditis after implantation. The exact date of the occurrences was not provided.